Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate pump, model # m-4900-109, s/n: (B)(4). Soundstar eco catheter, model # m-5723-17, s/n: (B)(4). Pentaray nav eco catheter, model # d-1282-11-s, lot # 17620708l baylis medical large curve transseptal needle, model and lot numbers unknown preface sheath, model and lot numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of the procedure, a tamponade was confirmed via ultrasound. Pericardiocentesis yielded 400cc. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. It was noted that the injury occurred during the procedure, but it is unknown at what point it occurred. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a baylis medical large curve transseptal needle. Sheath in use was a bwi preface 8 french. Generator parameters, overall ablation time, and last ablation cycle time at the time/site of injury were not reported, as time/site of injury are unknown. Irrigated catheter flow was set on automatic (default) settings. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained in an unspecified range. It was also reported that the ultrasound image displayed very dark. Catheter cable was replaced and the issue remained. Catheter was replaced and the issue resolved. There is no information regarding spi value. Smart touch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.